Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms for an unknown reason. An x-ray was taken which did not yield any significant findings. A revision procedure was performed where the rv lead was tested on a pacing system analyzer (psa) and exhibited the same high out of range impedance measurements. Subsequently the lead was explanted. The device was also electively explanted during the procedure. No additional adverse patient effects were reported.